Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic was unplugged and the battery life indicator immediately dropped from 100% to 50% and alarmed for low battery. The team quickly changed to backup aic. There was no reported patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The impella device and data logs were returned for evaluation. The root cause of the "battery level low" alarm was most likely an erroneous trigger resulting from a single invalid data sample in the smbus communication between the power battery manager and the batteries. However, the specific component responsible was not determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-29792.